Manufacturer narrative:
The pump passed the dat test.

Manufacturer narrative:
The insulin pump passed functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage was noted on the insulin pump assembly. No unexpected check settings alarms were noted. The insulin pump is pending results for the delivery volume accuracy test.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 534 mg/dl, possibly reaching up to the 600 mg/dl range. The customer stated that she was semi-conscious and did not feel well. Upon admission, she was treated with intravenous fluids. She was wearing the insulin pump at the time of the 911 call. No air bubbles or bent infusion set cannulas were found. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime; she stated that the insulin exited at the quick release. She stated that she had discontinued use of the insulin pump for about a year due to constantly going to the emergency room for high blood glucose previously. The device alarmed check settings well after she had programmed it. The most recent blood glucose was 139 mg/dl. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, as well as replace and return the device.